Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 3 was failed. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 3 would not open because the inseparable magnet did not have a magnet. The drawer was inspected, and the missing magnet was confirmed. The field service engineer replaced the inseparable magnet, and restoring normal functionality. The drawer was tested by closing it and verifying detection in the system. After replacement, all functions returned to normal. The system functioned as intended after the field service engineer repaired the device. E.1 initial reporter facility: (B)(6).